Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose level. Customer's blood glucose value was 400 mg/dl at the time of the incident and current blood glucose level was 74 mg/dl. The customer was assisted with troubleshooting for high blood glucose. Customer was using automode. The customer was treated with manual injection and food. Product will not be returned device for analysis.